Event description:
It was reported that the lead exhibited possible oversensing which was thought to be related to electromagnetic interference (emi). The caller stated that the patient does electrical work. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.